Manufacturer narrative:
Additional information was received that the missing silicone of the clik anchor was completely removed. No particles where shown in fluoroscopy and nothing was left in the patient's body.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads and click anchors were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead model#: sc-4316 lot #: 18653340 description:next generation anchor kit-sterile sc-2317-50 sn (B)(4) the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 2 cm from the set screw mark. The fracture location is 20 cm from the distal end. X-ray inspection confirmed 12 cables were fractured (electrodes 2-7, 9-14). There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported high impedances. Sc-2317-50 sn (B)(4) the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. X-ray inspection confirmed 4 cables were fractured (electrodes 6, 7, 14, 15). There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported high impedances. Sc-4316 lot # 18653340 the clik anchor has torn eyelet with missing silicone material.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads and click anchors were replaced. The patient was doing well postoperatively.